Manufacturer narrative:
Concomitant product: d204trm ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the left ventricular (lv) lead had dislodged since shortly after implant and had not been providing pacing support since then. However, the patient is undergoing an avn (atrioventricular node) ablation and will require both rv (right ventricle) and lv (left ventricle) pacing. Therefore, the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.